Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is user-related, such as increased friction, tunnel-edge abrasion, or excessive forces during tensioning.

Event description:
On (B)(6), a sales representative reported via email that the tightrope construct on the femoral side from ar-1288qai-100 all-inside quadlink kit broke during the procedure. The case was continued using a replacement ar-1588rtt2-ib fibertag tightrope ii implant, which also broke. A second ar-1588rtt2-ib fibertag tightrope ii implant from the same lot was then opened and functioned without issue. The event occurred intraoperatively on (B)(6), with no reported patient harm. Additional information was received on (B)(6): it was reported that an ar-1588rtt2-ib fibertag tightrope ii implant device broke while pulling the tightrope through the femoral tunnel and tensioning it down during an acl reconstruction procedure. The break occurred inside the patient. Both implants that broke were removed, and another tightrope was implanted on the femoral side. The femoral side had to be redone twice, resulting in an approximate 15-minute surgical delay. No additional anesthesia information was reported, other than the delay time. No adverse patient effects were reported during or following the procedure due to this issue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.